Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone#: (B)(6) investigation summary: the affected device was received for evaluation. Visual inspection showed that the device appeared to be in used condition, with the battery door broken. Functional testing was done and the device performed as expected with all readings valid. As a result, the customer's indicated failure could not be confirmed. The red led light was not working and was repaired, along with the mainboard. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device displayed incorrect pulse values. There was unknown patient involvement and unknown human harm/adverse event reported.